Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: spectra wavewriter, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 367236.

Event description:
It was reported that the patient experienced a loss of stimulation. High impedances were displayed on all of the contacts on the lead, therefore, stimulation was turned off. The patient then underwent a procedure where the lead and ipg were explanted. There was no suspected issue with the implantable pulse generator (ipg) however, it was the patients preference to have the devices removed. The patient was recovering postoperatively.

Event description:
It was reported that the patient experienced a loss of stimulation. High impedances were displayed on all of the contacts on the lead, therefore, stimulation was turned off. The patient then underwent a procedure where the lead and ipg were explanted. There was no suspected issue with the implantable pulse generator (ipg) however, it was the patients preference to have the devices removed. The patient was recovering postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: spectra wavewriter upn: m365sc11600, model: sc-1160, batch/ serial: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Visual and x-ray inspection of the returned lead revealed that multiple cables were completely broken at the bent location of the lead. The bent location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. Therefore, based on all available information, engineers concluded that the loss of stimulation and high impedance measurements were caused by a lead fracture. The lead was bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.